Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, normal pvi procedure, when the sheath was in the la and the farawave was inserted in the sheath. The physician aspirated and bubbles came out of the sheath. He repeated this step several times, but the bubbles kept coming. The sheath was replaced, and the procedure was completed successfully without patient complications.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, normal pvi procedure, when the sheath was in the la and the farawave was inserted in the sheath. The physician aspirated and bubbles came out of the sheath. He repeated this step several times, but the bubbles kept coming. The sheath was replaced, and the procedure was completed successfully without patient complications.